Manufacturer narrative:
Device evaluation: one device was returned for investigation. Tamper seal was not broken or removed. Visual inspection noted: down stream occlusion (dso) seal was bubbled, scratched lcd lens, and missing the battery door. Review of the error history log found "6/9/2023 4:43:52 pm system fault 41,622 occurred 1 0 0 3". Functional testing duplicated the found error code "41622" in event history log. There was "not red screen when power on the pump". Root cause was attributed to an inoperable camflex. What caused the damage to the camflex was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended that the camflex be replaced.

Manufacturer narrative:
Other, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming with numbers on the screen "41622". Patient was instructed to remove batteries and replace them. The pump was powered on, acknowledged loss of power alarm and pump restarted. Screen reads run. Reservoir volume empty in 23 hours and 2 minutes. Pump alarmed when pump tried to cycle and gave error again 41622. The patient was instructed to remove batteries from pump and close clamp closest to port. No patient harm was reported. No additional information available.